Event description:
On (B)(6) 2009, the pt reported the piston rod on his insulin infusion device will not fully retract. To troubleshoot, the pt was instructed to go through the change the cartridge process. He did so and the piston rod continued to run and made a humming noise before producing an e10 (cartridge error). He stated he has tried other batteries with the same results. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.